Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause of the wound was the surgical technique, and the issue was resolved after surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to include adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the wound started to open because a wrong suture technique was used in the first surgery, but after the second surgery, the wound closed correctly. The issue was solved.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1t0f1, implanted: (B)(6) 2019, product type: lead. Product ID: 3389s-40, lot#: va1t0f1, implanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(4) 2019, product type: extension. Product ID: neu_burrholecap, lot#: unknown, product type: accessory. Other relevant device(s) are: product ID: neu_burrholecap, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported at the first programming session after the surgery the physician saw the left burr hole wound was open. It was unknown if any environmental/external/patient factors were thought to have led or contributed to the issue. The neurosurgeon did another surgery to close the wound on (B)(6) 2019 and the patient was hospitalized. The neurologist would follow the patient recovery. The neurologist did a lead impedance test. The system was ok but turned off. It was unknown if the issue was resolved at the time of the report. No patient symptoms or complications were associated with the event. It was reported the patient had temporary injury at the time of the event. The patient had a medical history of parkinson's disease.